Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose level at the time of the incident was 268 mg/dl and treated with pen, blood glucose then went down to 194 mg/dl. During troubleshooting, the customer was unable to get the display to return after inserting a new battery. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.